Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the brachial artery. A 5.0 x 80, 135cm mustang balloon catheter was advanced for dilatation. However, during initial inflation without reaching the burst pressure, the balloon leaked due to the visible pinhole. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: mustang 5.0 x 80, 135cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the proximal balloon sleeve and extending approximately 13mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the brachial artery. A 5.0 x 80, 135cm mustang balloon catheter was advanced for dilatation. However, during initial inflation without reaching the burst pressure, the balloon leaked due to the visible pinhole. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.